Manufacturer narrative:
Corrected additional information: h6, h11. H6 investigation findings has been corrected to c0402. H6 investigation conclusions has been corrected to d02. H11: the device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was sent for downstream occlusion testing, and the device passed. The reported condition was verified. The cause was determined to be force sensor out of specification during inspection. The force sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. Flow line ran downstream occlusion testing including medium testing with all tests passing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test during preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.